Manufacturer narrative:
Additional information was added to b5, e4, g2 (add source), h6 and h10, h11. B5: to resolve the event, a new medication bag was prepared. Patient was administered lecanemab-irmb (leqembi) 500mg in 135ml over 30 minutes with no further issues. Line was further flushed with 20 ml normal saline. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from an unspecified location. This occurred during patient infusion of 1002 mg of lecanemab-irmb in 250 ml of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.